Manufacturer narrative:
Concomitant products: product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2016, product type: extension. Product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2016, product type: extension. (B)(4).

Event description:
The manufacturer representative (rep) reported that the replacement did not resolve the patient's issues. He was the same as before the battery and extension were changed. This included high impedances, connection issues, good benefit and tremor control for a few days after reprogramming, but then returning to baseline symptoms, and a constant ache and pain around the device. The patient was not receiving therapy. A scan was done to verify lead placement. The patient's indications for use were essential tremor and movement disorders. The cause of the issues was unclear and if any additional actions would be taken, so additional information was requested. If additional information is received a supplemental report will be sent. Refer to manufacturing report #3004209178-2016-01018 for the issues prior to replacement.